Event description:
It was reported that when implanting the t2, it did not fire. Multiple attempts were made to fire the t2 implant unsuccessfully.

Manufacturer narrative:
Only the insertion device was returned no suture or ts. Needle is bent on two planes. The device appears to have been autoclaved as the plastic components are melted, the device could not be functionally tested as a result. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.